Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Literature reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print.

Event description:
Boston scientific received information that this right ventricular (rv) lead was attached to a competitor¿s device. The health care professional (hcp) called boston scientific technical services (ts) to report oversensing had been observed, and the physician was considering replacing the pace/sense portion of the lead. Device trends show that the pacing impedance is stable around 500 ohms, with one isolated reading greater than 1000 ohms. The shock lead impedance was stable at about 40 ohms. Ts discussed that it would be the physician¿s discretion to replace the lead, but to try to isolate issue to pace/sense portion, however, if issue cannot be isolated then replacing the entire lead would be the conservative choice. Additional information was provided by the field representative that this lead was surgically abandoned, and no further information was provided. Recently, information was received that a physician conducted analysis of product performance data, as part of research, for a journal article. During the analysis and research, additional historical data was obtained for this product. It was reported that lead insulation fracture was suggested by interrogation data. On chest x-ray the lead appeared intact and no abnormality was visualized during a system modification. A new rv lead was implanted and, as previously noted, this lead was surgically abandoned. No additional adverse patient effects were reported.